Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was brought to the emergency room by his brother after noticing that the sensor was giving inaccurate readings. Prior to going to the ER, the patient performed a fingerstick (fs) test, which showed a glucose level of 250 mg/dl, while the dexcom reading was 195 mg/dl. The patient did not experienced any symptoms. Upon arrival at the ER, the nurse performed another fs test. Although the patient could no longer recall the exact value, he confirmed that it was similar to the reading he obtained before going to the hospital. The patient was treated with IV fluids and insulin and remained at the ER for approximately three hours. He was later discharged without any additional medications. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.